Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use and remained in the cap. The following information was provided by the initial reporter: "consumer reported when removing the orange needle cap, the needle component came off and went into the cap. Stated this happened with one syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/28/2020. H6 investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 0034852. Customer states that when removing the orange cap, the needle component came off and went into the cap. The returned syringe was tested and the hub assembly did not separate from the barrel when the cap was removed. A review of the device history record was completed for batch# 0034852. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use and remained in the cap. The following information was provided by the initial reporter: "consumer reported when removing the orange needle cap, the needle component came off and went into the cap. Stated this happened with one syringe."